Manufacturer narrative:
There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, an unopened sample of product code w8011 without any issue could be observed. According to the sample condition, no breakage suture or patient related issues were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint #(B)(4) a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure - we don't have signed consent of the processing personal data and we don't have patient's information/ date and name of index surgical procedure - face lifting what is the relationship to the broken suture and defect in scar? - the thread was torn after the seam closure was completed. How long after the initial procedure was the revision surgery performed? -n/a other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to the event? The surgeon consider that quality of thread is not good, because when he completed one seam and started new one seam the thread broke spontaneously after the manipulation was completed, when the doctor proceeded to another seam.

Event description:
It was reported that a patient underwent a face lift procedure on (B)(6) 2018 and suture was used. After suturing the tissues of the eyelid, the thread broke when the surgeon proceeded to another seam. The surgeon re-sewed the tissues during the procedure. The patient experienced defect of scarring due to excision of scar and re-operation. The current condition of the patient is reported as good. Additional information was requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch lep864, mfg. Date - 05/12/2017, exp. Date - 04/30/2022. Batch leb986, mfg. Date - 5/4/2017, exp. Date - 4/30/2022. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation summary: the actual device was received for evaluation. During the visual inspection of the samples (four suture pieces), one of ends of suture pieces present elongation and the other ends were cut appears to be by use of surgical instrument. Also, body fluids, wavy and fraying suture were noted on the strands. Additionally, the functional test was performed on two suture pieces and the tensile force were above the minimum requirements. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.